Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use warnings: monitor wire position throughout the procedure for proper placement of the curve and distal tip. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Never advance the guidewire against resistance without first determining the reason for resistance. The curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the dfu, operational instructions, instructions for use: 7. Advance safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information was not provided. Based on the information provided, it appears that procedural and/or clinical factors impacted on the event as reported. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
Event description: the safari was used in a bav case. The inoue balloon was then advanced, however, it got stuck together with safari (pre-dilation and during delivery). The inoue balloon got stuck despite pushing and pulling; therefore, it was removed together with safari.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The event description states, [pacing on wire'. The safari2 guidewire is not intended for use as a pacing wire as indicated in the device instructions for use warnings: monitor wire position throughout the procedure for proper placement of the curve and distal tip. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Never advance the guidewire against resistance without first determining the reason for resistance. ·the curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the dfu, operational instructions, instructions for use: advance safari2 guidewire through the catheter under fluoroscopic guidance. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and ability. Maintain wire position while tracking or advancing a catheter or device over the wire. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information was not provided at the time of this report. Based on the information provided, it appears that procedural and/or clinical factors impacted on the event as reported. If there is any further relevant information received, a follow up medwatch report will be submitted.